Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).